Event description:
I had a kci wound vac placed during surgery to treat a postoperative infection, (B)(6) 2020. The vac was alternating antibiotic irrigation/wound vac for 2-3 days. At this point, the dressing was changed and I was discharged. I continued wound vac therapy for about a month. Late february, my pain became out of proportion to prior days. Ultimately, I had an open procedure and a white sponge covering my dura, and a piece of wound vac sponge was discovered. This was nearly two months after it was initially place. I had plain films, CT, and MRI and none of the surgically placed vac products were radiopaque and not visualized on imaging. FDA safety report ID # (B)(4).